Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had lights keep flickering on and off, turned off and went to rainbow colors. The issue occured during an unspecified procedure. There were no reports of patient harm.